Event description:
The device was used during a hernia repair procedure. Reportedly, the cartridge disengaged into the patient's cavity. The surgeon was able to remove the component and applied another to complete the procedure. The hospital has reported no patient injury occurred.